Event description:
It was reported by service report that the fowler would not operate up/down with manual CPR release. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler bearing.